Event description:
It was reported that a revision took place to explant this device due to patient discomfort. A smaller device was implanted. This device was not expected to be returned. No adverse patient effects were reported.